Event description:
Additional information was received from the rep that the device was explanted on (B)(6) 2017. After explant, liquid was seen in the connector connection from the implantable neurostimulator (ins).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via the company representative (rep) that there was battery depletion. The battery life was questioned, end of service (eos) occurred seven days post implant. The eos message displayed on the patient programmer (pp). Post implant pain returned. Troubleshooting was performed: reviewed status with pp and clinician programmer, impedances measured and were okay, calculated battery performance, and eos was confirmed. The following programming was reported. Program 1: 8-,9-11+, 12+, 14-,15-. Program 2: 0-,1-, 4+, 5+, 6- 7- 450us, 80hz, 6v on (B)(6) 2017 at 120hz. On 2017-feb-06 program 1: 8-, 9+,10-, 11-, 12+, 13-, 14+, 15-, 450us, 120hz, 6v. Program 2: 0-, 1+, 2-, 3+, 4-, 5+, 6-, 7+ 450us, 120 6,0v 07.02. The device was planned to be explanted on (B)(6) 2017, but then it was also stated that the device will be returned to the device manufacturer next week. Follow up is being performed to clarify this conflicting information. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the cause of the battery depletion was unknown. There was no issue found with the internal battery and the full system was not returned so it was unable to be verified if an external short existed.

Manufacturer narrative:
Correction: please note that sections have been updated at this time. Additionally, the manufacturing side ID captured in section should instead be (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.